Manufacturer narrative:
No further info is available. Product was discarded by the facility. (B) (4).

Event description:
It was reported that a preface sheath tip deformation occurred during the operation. The sheath's tip was slightly turned outward because the puncture site was hard. This procedure was completed successfully. No pt injury was reported.